Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of fluid dripping from the probe area of the coulter ac*t diff analyzer. Customer was wearing personal protective equipment consisting of a lab coat and gloves at the time of the leak and no exposure or injury resulted from the event. No death, injury or change to patient treatment was attributed or associated to this event, nor was there impact to patient results. Field service engineer (fse) was dispatched and observed that the fluid was slowly being pulled back into the vacuum isolator chamber (vic) through pinch valve (vl) 8 during system monitor test, indicating a failing solenoid/valve. Vl8 is the path from the aspiration probe to the vic. Fse proceeded to replace the pinch valve for vl8 and there was no further evidence of leaking.